Event description:
It was reported that the system 9800 would not fluoro and was not operational. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the snubber board was defective and was replaced. Also insulators for the igbt circuit board was replaced and the rear cover, found to be cracked, was replaced. The sys was tested and found to be working as intended and placed back into service.